Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultra meter powers off during use. The patient's diabetes is managed with self adjusting insulin. The power issue began approximately one week prior to contacting lfs. As a result of the product issue, she managed her diabetes with less food/drink. The patient reportedly developed symptoms of "headaches, chills, shakes, and nervous" throughout the day. The patient reportedly administered self treatment with food and/or drink 3 or 4 days prior (B)(6) 2010. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the customer care advocate determined that the battery needed to be replaced. However, the patient did not have a replacement battery to resolve the power issue. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia and received treatment after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k # k062195.